Manufacturer narrative:
Continuation of concomitant products: vedr01 ipg implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of right atrial (ra) lead, atrial under sensing on the atrial channel noted. The ra lead remains in use. No patient complications have been reported as a result of this event.